Event description:
A report was received that the patient was experiencing non-target stimulation. The patient underwent a lead revision wherein the lead was relocated and was doing well postoperatively.